Manufacturer narrative:
The manufacturer received information in relation to a dreamstation expert unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the unit was corroded and corrosion was found on the power connector . Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information regarding a dreamstation expert. The device was returned to a third-party service center for evaluation. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. During evaluation of the device at a third party service center, corrosion was found on the power connector. In addition, oxide on connector was also observed. No other device problems were found. The device was scrapped.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.